Manufacturer narrative:
The customer meter was received for investigation and tested with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 2.8 inr, donor hct: 40% and 38%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.5 inr/ 2.5 inr. Donor 2: masterlot / customer meter and masterlot, 2.8 inr/ 2.7 inr. None of the given treatments/medications used by the patient are currently known to interfere with the accuracy of the test results. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. The error report from the meter showed the customer received and error 5 message prior to getting the results. The error 5 message is typically caused by the patient under dosing the strip. Low sample volume will cause an error message. The package insert and owners manual provide guidance on dosing technique.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received an error message and questionable results from coaguchek xs meter serial number (B)(4). The initial result was 2.1 inr which he thought was too low. The customer retested and the result was 2.8 inr. No treatment was based on either result. There was no adverse event. The customer's condition is stable. The customer is taking coumadin due to a heart valve replacement. The customer had neither antiphospholipid antibodies nor anemia. Therapeutic range was 2.5 - 3.5 inr. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.